Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a broken male luer lock was confirmed. Visual inspection of the rest of the set noted no holes or tears on the tubing and no cracks, breaks, brittle, stress marks or crazing on any of the other components. Functional testing was not performed due to the obvious damage. The root cause was not identified.

Event description:
Per customer maude report, ¿rn was disconnecting IV tubing to connect another set of tubing and the original tubing broke off from the hub.¿ per new information received on (B)(4) 2015, customer reports hydromorphone was infusing and nurse was switching to invanz. Customer states that no medical intervention was required and there was no patient harm.